Event description:
Patient presented to the physician with painful headaches originating at the right side of the forehead and radiating down towards the right side of the neck, ongoing since the implant procedure. Physician prescribed medication and will re-evaluate in two weeks.